Event description:
Customer called to report a blood leak that occurred in the centrifuge during treatment. Name and function of complainant: same as reporter. Customer called to report a blood leak from the centrifuge chamber. Customer could not determine where the leak came from and stated the bowl and the drive tube were still intact when she removed the kit from the instrument. There were no alarms before the leak occurred. Customer aborted the treatment, removed the kit and discarded it. Customer stated the male patient did have a high hematocrit of 45% and was stable. Pt has been re-scheduled for treatment next week. Css will dispatch service to inspect and decontaminate the instrument. Customer did not return the kit for investigation.

Manufacturer narrative:
Batch record review of lot b346 was conducted. There were no non conformances related to this lot. Lot met release requirements. Trends have been reviewed on a lot by lot basis for this complaint category and not trend has been detected for this specific lot. The assessment is based on info available at the time of the investigation. No product was returned by customer for investigation; therefore, no root cause could be determined. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).